Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to make adjustment both with or without antenna attached. The patient programmer stopped working 2-3 months ago. The patient tried calling the representative but he did not call her back. The patient noted she was going to change the urologist because his representatives do not call her back. The patient said ' I am going through poise pads like crazy' and waiting for the representative to call for 2 months. Patient services asked twice if the patient's symptoms returned and if she was not getting therapeutic benefit. The patient denied twice stating her symptoms did not return and she does not have therapy problems. She only has the issue with the patient programmer. The patient reported not being able to connect to implantable neurostimulator (ins). Patient services used patient programmer on the call and got a poor communication screen with and without antenna. Patient programmer will not connect with and without antenna. No patient harm reported. It was later reported that the patient received replacement patient programmer on tuesday and was still getting poor communication screen with and without antenna. The patient noted no changes to ins site and no falls or traumas. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog lot# product type programmer, physician. (B)(4).